Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported that the adjustable pressure limiting valve was broken causing a loss of ability to manually ventilate. There was no report of patient involvement.

Manufacturer narrative:
This complaint is designated as not reportable per corrected information given to ge healthcare on 06/20/2016. The new information states that there was no reported loss of manual ventilation or over pressure during the case; this is updated from the previous report that stated "a loss of ability to manually ventilate". No further action is required.